Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not connecting to the communicator. The communicator showed a red call doctor icon (rcd). The red alert couldn't be confirmed due to the ICD was not sending updated information to the communicator. The patient was advised to contact the clinic regarding to a potential issue of the implanted device. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. This ICD was able to send a transmission.